Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call they were experiencing high blood glucose levels and the insulin pump alarmed motor error. The customer¿s blood glucose level was 443 mg/dl at the time of the incident. The customer reported vomiting as a symptom. The customer treated high blood glucose levels with manual injection. The customer states will go to hospital after the call ends to treat high blood glucose levels. The customer stated that the insulin pump alarmed motor error when trying to bolus. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. Device passed the delivery accuracy test. Device delivered a bolus properly. No under delivery anomaly noted. No motor error alarm noted. Motor passed motor test. Device had cracked case at display window corner, cracked reservoir tube lip, minor scratched and cracked display window, and stained address or serial number label.